Manufacturer narrative:
The customer contacted the siemens customer care center to report that the facility's advia centralink data management system (centralink) stopped working and gave an error. Siemens found that the database stopped unexpectedly due to the purge task not running. The operator was not monitoring the routine purge function of centralink and allowed (B)(6) records to accumulate in the database. The purge function was used to delete the discarded records, restoring the centralink functionality. The cause of the centralink stopping is a use error of not running the routine purge function. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The advia centralink database management system (centralink) stopped working and displayed a centralink progress system error: unable to extend database within area instance index area. There are no reports of patient intervention or adverse health consequences due to the centralink progress error.